Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - chronic low back pain/ spinal pain. It was reported that the ipg was overdischarged. It was reported it had been a long time since patient recharged it. Patient stopped using the therapy because she stated it didn¿t relieve much of her pain. The manufacturer's representative (rep) tried to interrogate with the 8840. Patient did not bring her recharger or controller to the appointment. Ipg replacement was a possibility; surgical intervention was planned. Issue not resolved at this time. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that a date had not been sent for replacement. The ins was currently not in use. No further complications were reported.